Event description:
Reportable based on device analysis completed on 25sep2014. It was reported that crossing difficulties were encountered. The target lesion was located in the right coronary artery (rca). A 2.50mm x 20mm liberté¿ stent was selected for use and advanced but failed to cross the lesion. The device was removed and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable. However, device analysis revealed hypotube break.

Manufacturer narrative:
(B)(4). Returned product consisted of a liberte sds in two sections with stent; was received. There was contrast in the inflation lumen. The balloon was tightly folded with the stent secured on the balloon between the markerbands. Microscopic examination presented no damage or irregularities in the distal tip. Microscopic examination and tactile inspection revealed numerous kinks throughout the shaft. Microscopic examination and tactile inspection revealed numerous kinks throughout the hypotube. The inspection also revealed a complete hypotube separation 18cm from the strain relief. The hypotube fracture surfaces were ovaled, which suggests the device was kinked prior to separation. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/ procedural factors. (B)(4).